Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, persisted after multiple restarts, and insulin delivery stalled, after which the user switched to backup subcutaneous insulin; the device will be returned and a replacement was shipped. Symptoms included hyperglycemia with a highest reported blood glucose of 297 mg/dl and no associated clinical symptoms. Outcomes included temporary interruption of insulin delivery with transition to backup therapy and no hospitalization. Investigation included remote verification of the alert and guided troubleshooting, including repeated power cycles, which did not resolve the malfunction. Investigation of this case revealed a persistent insulin shaft rewind error consistent with an insulin delivery mechanism fault. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the insulin drive system of the pump. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.